Manufacturer narrative:
All buttons functioning properly. No unlocked j2 lcd keypad connector during visual inspection. No cosmetic damage noted. (B)(4).

Event description:
Customer reported she was trying to fill her reservoir and the buttons were unresponsive. Customer's blood glucose is unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.